Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the initial stroke onset was at 05:00 on (B)(6) 2024. A mechanical thrombectomy was performed at 8:49. Because catheterization with the react was not possible due to it being too hard to insert the wire, a non-medtronic catheter was used. Two passes were made, achieving a final mtici score of 2b. The new stroke occurred at 20:30 on (B)(6) 2024. The patient was treated with 3 passes of aspiration only at 01:15 on (B)(6) 2024. This was unsuccessful, and the patient's mtici score was 0. Angioplasty on (B)(6) 2024 failed because of difficulty in crossing the stenosis. The patient was agitated and complained of pain. The last known patient status was an nihss score of 3 on (B)(6) 2024.

Manufacturer narrative:
Additional information received reported the react-68 catheter was discarded. Device eval coding (annex b) updated based on information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying the report of surgical intervention was referring to the failed angioplasty attempts. This information was confirmed with the physician. Additional information was received reporting that the clinical events committee (cec) adjudicated this event as causal to the study procedure, and possibly related to the react.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the outcome recovered/resolved with sequelae on (B)(6) 2025.

Event description:
Additional information received reported that on (B)(6) 2025, the cec identified a vascular access site hematoma that was separate from the previously reported vascular access site pseudoaneurysm. The event was possibly related to the study procedure and react. The access vessel was the radial left (diameter unknown). Clot location basilar artery. The patient recovered/resolved with sequelae on (B)(6) 2025 and was later noted that the patient was recovering/resolving. Computer tomography (CT) angiography (cta), diagnostic test result: subocclusive dissection, clinically significant. Magnetic resonance angiography (mra) confirmed subocclusive dissection was clinically significant. Subocclusive dissection of the left internal carotid artery of probably iatrogenic origin seen on pre thrombectomy CT scan. The sponsor assessed this event as possibly related to the index procedure and react. The event was assessed by sponsor as serious.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a patient was undergoing a procedure involving the react 68 catheter. On (B)(6) 2024 catheterization was impossible as soon as the react is inserted in the wire. A red 68 was also used in the procedure. On (B)(6) 2024 the patient underwent a computer tomography angiography (cta) which showed recurrent m1 left occlusion and dissection of the internal carotid. On (B)(6) 2024 the patient underwent a magnetic resonance angiography (mra) that showed recurrent m1-left occlusion and dissection of the internal carotid. This is a recurrent or new stroke. The recurrent or new stroke required a mechanical thrombectomy. The rationale for related the adverse event to the system or procedure was the recurrent stroke was a new occlusion at the m1-left and dissection seen on CT from (B)(6) 2024 was not seen in previous images. After review of baseline images, dissection is not iatrogenic. The adverse event had a causal relationship with the disease under study. The adverse event is not related to the underlying condition or disease. The adverse event did not result from a device deficiency. The patient encountered facial paralysis, dysarthria and right paresthesia from the recurrent stroke on CT from (B)(6) 2024. New thrombectomy was performed. The patients mrs score was 0 and nihss was 5. The patient's pre-procedural mtici score was 0 and final mtici score was 2b. The patient did required hospitalization. The event was not considered life threatening. The site assessed the adverse event as not related to the study device. The site assessed the adverse event as possibly related to the study procedure. The patient is recovering/resolving from the adverse event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.